Event description:
The facility reported an infusion pump with an overinfusion found during patient use with no patient injury or medical intervention needed. The pump was set up to infuse saline at a rate of 100 ml/hr with vtbi of 300 ml. The bag being used was 1000 ml bag. The nurse went back to the room two hours after the infusion started, and the saline bag was empty. The pump had a vtbi of 91 ml display on the screen. The nurse checked for leaks on the bag and tubing, and everything looked normal. The tubing being used is not available for evaluation, as it was discarded by the facility. An incident report was filed on this incident by the facility.